Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated due to a communication or transmission issue. The patient presented in clinic and backup vvi operation was confirmed. A device restoration was performed successfully. The patient was to continue with regular followup. No patient consequences were noted.